Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed because of pain after tka. X ray showed radiolucency around patella. Only patellar implant was revised.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the patellar implant was revised due to pain after a tka, and x-ray showing a radiolucency around the patella. Per email communication, the requested x-ray and surgical reports are not available. However, it was stated that the surgeon does not fault the device. Therefore, the patient impact beyond the revision, and the root cause of the pain and radiolucency cannot be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.